Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he can see near but his distance vision is not clear. He indicated that his surgeon was targeting for farsightedness. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).